Event description:
A pt reported an alleged leak of a lap-band system. The pt stated the issue was noted by the pt feeling a lack of restriction within 24 hours of each fill. The pt stated that a fluoroscopy was performed but did not determine the origin of the leak. The physician was contacted and additional information requested but further information has not been received at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."